Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The air in tubing (without alarm) was found to have an undetermined cause. The problem cannot be confirmed due to no sample was available and lot numbers were unavailable for evaluation. A batch review could not be performed as the lot number of this device is unknown.

Event description:
During a technical assistance call with a baxter technical service representative (tsr), the home patient reported finding lots of air in the patient line during fill on the homechoice machine. The tsr assisted the patient with cycling the power and ending the therapy so he could start over. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, she stated that the patient was very confused and could not remember ever reporting such a problem. The pd rn stated that the patient is fine and does not have any problems. The pd rn stated the patient is continuing therapy as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.